Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, as the physician went to pass the leg assembly through the patient's right side sacrospinous ligament with hemostats, he encountered some resistance. Then, the suture, with the needle at the end, detached at the dilator, where it was being grasped by hemostats. Reportedly, the detached suture, with the needle at the end, was captured by the capio cage and did not fall inside the patient. The physician removed this uphold device from the patient and completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) for suture detachment. The complainant indicated that device was not used past its expiry date. The reported lot number, ml0000041, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.